Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument did not hold the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter, but was not able to gather any additional information about the complaint.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product with an alleged issue to perform failure analysis. The clip applier instrument was analyzed and found to fail the functional test due to the misapplication of the clip. The instrument was placed and driven on an in-house system, where it passed the recognition and engagement tests. However, it was unable to release the clip as commanded. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.